Event description:
While undergoing cysto with retrogrades, ureteroscopy, and biopsy, it was noted that the tip of the open end ureteral catheter peeled off and was noted to be in the bladder; the surgeon retrieved the piece and procedure commenced. No harm to the patient.